Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to deformation of electric connector guide pin, water tightness is lost; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; due to peeling of acoustic lens, displayed ultrasound image is defective; adhesive on bending section cover or distal sheath rubber has a crack; due to wear of forceps lever, upwards/downwards knob cannot be locked securely; air/water channel blocked; due to clogging of nozzle, water supply volume does not meet the standard value; due to nozzle clogging, amount of water contact does not meet the standard value; connecting tube has a scratch; connecting tube has stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, air/water channel blocked. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is a gap between acoustic lens and ultrasound probe. And acoustic lens is peeled. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.